Event description:
A homecare pt experienced minor trauma, distress and tracheal bleeding when the wrong size neonatal tracheostomy tube was inserted. Removal and reintubation were delayed as pt had to be stabilized and the previously used 3.0 neo had to be cleaned/prepped for reinsertion. After the device was removed, parent examined both the device and device packaging and noticed that the device was marked 3.5 neo and the packaging was labeled 3.0 neo. Although the pt's trauma and distress subsided, tracheal bleeding was still evident. Pt was examined the following day by their physician who found no adverse conditions as a result of the reported event. Source reporter states that the pt has returned to baseline condition.